Event description:
Information received from the intreped clinical database. Treatment of a left unruptured middle cerebral artery (mca) bifurcation aneurysm measuring 7.6mm x 5.9mm. Post pipeline procedure, it was reported that the patient had regressive aphasia that was treated by speech sessions. No other complications were reported with the patient as a result of the procedure and the patient's condition was resolved on (B)(6) 2011.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).